Event description:
A copy of maude report with aware date of (B)(6) 2010 was received. The reported stated: model lpc; event date: (B)(6) 2010; event type: other; pt outcome; other. Description: tracheostomy tube was inserted in pt on (B)(6) 2010 and had to be replaced because, the cuff would not hold air. Dates of use: 2010 - 2010. Diagnosis or reason for use: ventilator support airway.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be meade without the device. (B)(4).